Event description:
It was reported that the sensation plus 50cc intra aortic balloon being ruptured during stemi process. No patient harm was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab. The one-way valve was returned separated from the iab. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. We are unable to confirm the reported failure by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID (B)(4).

Event description:
It was reported that the sensation plus 50cc intra aortic balloon being ruptured during stemi process. The injury information is unknown.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).